Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. Upon further investigation, it was noted that the backup vvi transmission was inappropriate. The device was not found in back up vvi in clinic, and device interrogation revealed an error message for erroneous parameters detected. The device was reprogrammed to original parameters and normal function ensued. Patient condition was good after the event.